Event description:
On (B)(6) 2015, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2022, a type I distal endoleak associated with the left iliac artery was discovered on follow up. On (B)(6) 2022, a reintervention occurred whereby extension of the previously implanted left external iliac component with a gore® excluder® aaa endoprosthesis iliac branch component (B)(4) to treat the type I distal endoleak. The cause of the endoleak was not reported. The patient was discharged to home on (B)(6) 2022.